Event description:
During a coronary artery drug eluting stenting treatment procedure, the stent delivery balloon deflated slowly and there was resistance felt while withdrawing the balloon catheter. The index procedure identified and treated two targert lesion, target lesion one was located in the mid left anterior descending (lad) vessel and target lesion was located in the distal circumflex (cx) vessel. This event is associated with target lesion one. The lesion located in the lad was 75% stenosed, moderately calcified, and mildly tortuous. The lesion was a "y-shaped" bifurcation, 2.75mm in diameter and 13mm in length. The lesion was not pre-dilated and a taxus liberte 2.75 x 16mm stent was deployed at 20atms. Upon deflation of the delivery balloon, the physician noted that the balloon was deflating slowly. It was confirmed via angiography that the balloon completely deflated. While withdrawing the delivery balloon catheter, the physician felt "severe" resistance from the stent. The physician inflated the balloon to 20atms, deflated and was then able to withdraw it from the pt's body. The physician finished the case by deploying a taxus liberte 3.00 x 16mm stent in target lesion who without complications. The pt was discharged five days later on aspirin and clopidogrel. This product is only ous approved but it is similar to a merketed us device.

Manufacturer narrative:
The device will not be returned for evaluation; therefore, a failure analysis is not available, and co is not able to determine the root cause of this event.